Event description:
Patient had first revision done due to femoral neck fracture (B)(4). This was then revised. The patient went on to develop metallosis second revision performed. Patient bilateral patient. Same patient as MDR: 3005975929-2017-00001 and 3005975929-2017-00002.